Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 406 mg/dl and 91 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been returned and upon investigation, the complaint could not be reproduced. However, valid blood glucose test results obtained from the same adc meter, performed in accordance to instructions for use and taken within ten minutes, which when plotted on a parkes error grid or leroux neonatal grid, using the mean of the sequential values as a reference, fall into the c zone are considered clinically significant.